Event description:
It was reported that the alaris IV pump was programmed to deliver oxytocin at 2mu, rn noticed chamber dripping at high rate and bolusing patient oxytocin. Pump continued to say rate of 2mu. Later had issues with "brain" of the pump. Pump taken immediately out of service.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the january 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "over infusion" based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of over infusion could not be confirmed; no product or device logs were returned for investigation. The reported issue of over infusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the alaris IV pump was programmed to deliver oxytocin at 2mu, rn noticed chamber dripping at high rate and bolusing patient oxytocin. Pump continued to say rate of 2mu. Later had issues with "brain" of the pump. Pump taken immediately out of service.